Event description:
One cadd ms3 pump reported one pump is showing clock and load cartridge on the screen. Author had difficulty troubleshooting and reached out to field nurse to assist. Nurse stated pump is malfunctioning and the patient is now using backup pump. Dose or amount 19 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use (B)(6) 2018 to (B)(6) 2018. Infusion is life sustaining. No reported adverse effect and no clinical injury.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's unable to duplicate the customer's stated problem. During investigation a cartridge was loaded, and the device ran for an extended period of time with no issues occurring while testing. The pump was operated properly, and no problem found.